Event description:
It was reported that the left ventricular (lv) lead had a kink at the junction of the pin. Minor insulation disruption was noted, and there was blood in the insulation. The insulation breach was repaired and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b ipg implanted: (B)(6) 2007. (B)(4).